Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3249, with lot ctbbkt, conformed to the specifications when released to stock on the 4th february 2015. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient was submitted to replacement of ventriculoperitoneal shunt (vps) system in (B)(6) 2016, due to dysfunction of the system (discontinuance of the peritoneal catheter in the cervical region), determining ventricular dilatation. In the immediate postoperative period a skull tomography was performed, which showed satisfactory control. In (B)(6) 2017, a tomographic control was performed again, which evidenced bilateral subdural collections, more pronounced to the left, secondary to hyper-drainage of the system. Therefore, due this edema the patient was re-operated and during the installation and removal of the system, it was verified that when a probe was connected to a valve and placed liquid to drain under atmospheric pressure, there was no drainage stop at the expected pressure level.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: no defects were noted. The valve is a precision valve with 4 dots. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3249, with lot ctbbkt, conformed to the specifications when released to stock on the 4th february 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.